Event description:
The kangaroo pet pump malfunction. It was set to deliver 180cc's at a rate of 400cc's an hour then rest for 5 hours and repeat the process. It was discovered 90 minutes after starting the pump for the evening that the pump did not stop, but continued to deliver formula. It was stopped at 595cc's the user's became aware of the problem when the pt began to vomit violently. This is the third time and second pet pump the user's have had this type of incident occur.